Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a piece of the reservoir compartment missing. The customer stated that it was difficult for the reservoir to stay in place. Blood glucose level at the time of the incident was 149 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.